Manufacturer narrative:
(B)(6). Kempton, laurence et al. ¿a complication-based learning curve from 200 reverse shoulder arthroplasties". Reference journal article attached. (2011) 469:2496¿2504. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Initial reporter - the article was written by laurence b. Kempton, elizabeth ankerson, and j. Michael wiater. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information.

Event description:
It was reported in a journal article that there were two (2) intraoperative anterior-inferior glenoid fractures that were left in situ and had healed. No further information has been provided.